Manufacturer narrative:
Medtronic complaint number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had surgery for a pelvic mas, cystocele and rectocele with an exploratory laparotomy with excision of retroperitoneal mass. Alleged complications post implantation include fecal incontinence, urinary incontinence, diarrhea, and pain.